Event description:
A report was received from the field alleging a healthcare worker was exposed to hydrogen peroxide (h2o2). The contact occurred when the worker was removing a load from a completed sterilization cycle and there was white residue on the outside of the load's packaging. Per the report, the worker experienced a burning sensation, and skin discoloration at the contact site, however, the contact site was not provided. The duration of symptoms and whether the worker required medical attention was not disclosed by the initial reporter.

Manufacturer narrative:
This is capital equipment that was evaluated at the customer's site: the unit cancelled for pressure check failure and h2o2 area low. The customer did not wear gloves when removing the load. Found delivery valve stuck closed. Replaced the valve. Ran a test cycle, unit performed to specs. The load involved was re-processed. The load consisted of (2) cameras, (3) diagnostic scopes, and (3) anesthesia blades. The cameras and the scopes were wrapped using kimguard sterilization wrap on non-asp trays. The blades were processed using tyvek pouches. There is no white residue sample available for submission to asp for eval. The packaging material is also not available for sampling and/or eval. The initial reporter indicated the employee was wearing personal protective equipment, however, the field service engineer that serviced the unit involved as a result of this complaint, indicated the employee was not wearing ppe at the time the event occurred. Sterrad 100 nx user's guide states: warning! Hydrogen peroxide may be present: if white residue is visible on the load, this is residue from the hydrogen peroxide stabilizer. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing a load with visible white residue. White residue can be minimized by making sure regular planned maintenance procedures are performed on your system. The system will inform you when planned maintenance is due. Please schedule your pm service in a timely manner.